Event description:
The customer received questionable sodium results for 19 patient samples. He provided 11 discrepant sodium results. Patient 1, initial result was 127 mmol/l. The repeat result was 140 mmol/l. Patient 2, initial result was 120 mmol/l. The repeat result was 137 mmol/l. Patient 3, initial result was 119 mmol/l. The repeat result was 137 mmol/l. Patient 4, initial result was 123 mmol/l. The repeat result was 138 mmol/l. Patient 5, initial result was 128 mmol/l. The repeat result was 142 mmol/l. Patient 6, initial result was 122 mmol/l. The repeat result was 139 mmol/l. Patient 7, initial result was 124 mmol/l. The repeat result was 140 mmol/l. Patient 8, initial result was 128 mmol/l. The repeat result was 142 mmol/l. Patient 9, initial result was 122 mmol/l. The repeat result was 138 mmol/l. Patient 10, initial result was 127 mmol/l. The repeat result was 141 mmol/l. Patient 11, initial result was 122 mmol/l. The repeat result was 138 mmol/l. No adverse events have been alleged regarding the discrepancies. The sodium electrode lot number was not provided. The field service representative did not find the cause of the discrepancies and was unable to duplicate the issue. He performed successful calibration, quality control and precision. All were within specification.

Manufacturer narrative:
The same cobas 6000 c501 module was used for the repeat testing. The repeat results were generated the same day as the original testing was performed.